Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that suture broke during case on (B)(6) 2017. Not used on patient. New sutures obtained. No delay to procedure.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional: an empty overwrap, a labeled winding former, a dispensed suture and a detached needle of product code were returned for analysis. During the visual inspection of the sample, the swage and attachment area were not as expected, since it was observed an incorrect swage at the end of the barrel this condition caused degree of suture damage.